Manufacturer narrative:
(B)(4). Batch # n90831. The analysis results found that the el5ml device was returned with a sideway clip in the jaws. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 12 clips as intended. In addition the device locked out as intended. During functional testing no sideways clips were noted. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after one successful clip placement, the next clip was noted to be miss-loaded (rotated forward in the jaws). The surgeon asked that the device be replaced and a new device used. There were no adverse consequences for the patient.